Event description:
First responder emt engine co responded to location of a 66-yr-old male in full cardiac arrest. A semi-automatic defibrillator was immediately applied. When the analyze button was pushed to AED stated, "check pt", indicating that the cardiac rhythm that the AED was reading was not shockable. Upon arrival of paramedic unit, paramedics used another cardiac monitor-defibrillator to verify heart rhythm. The findings indicated that the pt was experiencing ventricular fibrillation. Pt was subsequently defibrillated numerous times by paramedics using the second device. The AED failed to recognize ventricular fibrillation.